Manufacturer narrative:
Upon follow up, it was reported the device allegation was actually against a non-baxter product. The initial reporter mistakenly provided an incorrect product code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large bore stopcock leaked during a tpn (total parenteral nutrition) infusion in a pediatric patient. The leak occurred due to a crack in an unspecified location within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.